Manufacturer narrative:
Device evaluation by manufacturer: an fse arrived onsite to address the reported event. The fse confirmed the reported event by reproducing the error and via the error log. Inspection of the device revealed that the x1-axis home sensor (pia board) was faulty. The fse replaced the pia board. The customer was subsequently able to run quality control (qc) and patient samples without errors. No further issues were noted. No further action was required by field service. A 13-month complaint history review and service history review for similar complaints was performed for the serial (B)(4) from 06jul2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The g8 operator's manual under chapter 6- troubleshooting, states the following: 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. 708 x1-axis error: explanation: operation error in x1-axis. Countermeasure: inspect x1-axis. Inspect x1-axis. Execute sl rotate. No conclusion is yet available. Device is currently being evaluated. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
It was reported that the customer experienced 708 x1-axis error messages with their g8 analyzer. Technical support instructed the customer to reboot the device; however, the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number: e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the pia pc board was returned for further evaluation. Visual comparison was performed against a good part and it did not represent characteristics for correct part. The returned part confirmed the reported event and the error was reproduced. The most probable cause of the reported issue is the pia pc board. Corrected data: PMA/510k.